Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that health care professional (hcp) inquired about magnetic resonance imaging (MRI) and suspected a possible abandoned right atrial (ra) lead. Boston scientific technical services (ts) discussed that records does not show any abandoned lead, to which hcp offered that the ra lead might be in the ventricle. Ts advised hcp to consult cardiology for clearance on MRI and to determine current state of the ra lead. The lead remains in service. Additional information indicated that this lead was surgically abandoned. No additional adverse patient effects were reported.